Manufacturer narrative:
Additional information: the complaint product was not available for investigation. The complaint sample has been requested at least 3 times. According to the reprocessing unit of the customer the complaint sample has been discarded. Therefore, a final determination of the root cause is not possible. Taking into account the injury of the patient, the statement of the nurses and our experience with similar errors, it is most likely that the insulation of the metal sheath of the clickline instrument has been damaged and hf current has flown over the trocar into the patient causing the mild burn. The device quality and manufacturing history records have been checked for the available information and were found to be according to our specifications valid at the time of production. The instrction for use contains adequate instructions and warnings to insepct the device before each use to avoid any patient hazard. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The defective items will not be returned to the manufacturer. As the hospital does not have its own central sterile supply department, the instruments are reprocessed by an external service provider, medical order in ahlen. This company replaced and disposed of the defective instruments on the tray, meaning that they are unfortunately not available for examination. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the additional information received the patient suffered a minor burn during the surgery. A tapp was performed on the right side. A defective outer shaft was used during the operation. The insulation was damaged. The defective insulation caused the current to be conducted to the trocar, resulting in the burn. The surgery was completed successfully and no additional medical interventionw as required. All in all there are no adverse consequences for the patient.

Event description:
It was reported that during surgery; the patient suffered a minor burn. A tapp was performed on the right side. A defective outer shaft was used during the operation. The insulation was damaged. The defective insulation caused electricity to be conducted to the trocar, resulting in the burn. The insulation of the outer shaft was damaged. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).